Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported getting replace sensor message and not being able to obtain any readings. Attempted to replicate the user¿s complaint using similar configuration of iphone 13 mini, ios 17.0.3, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone 13 pro max ios operating system version 17.0.3 and app version 2.10.2.7677. The customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer experienced tremor and dizziness. The customer had contact with a healthcare professional who provided soda for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with iphone 13 pro max ios operating system version 17.0.3. The customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer experienced tremor and dizziness. The customer had contact with a healthcare professional who provided soda for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.